Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer confirmed that the device issue was resolved and that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised to try a different cable and a uim part number was provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator uim (user interface module) is not working. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. The reported complaint was duplicated and isolated to thermistor pn 68361 out of specification. This is a known issue that was referenced in failure investigation fi-2015-0086. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.